Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated.

Event description:
It was reported that the during the superion indirect decompression system (ids) implant procedure, the driver tip broke off during deployment and application of the sagittal wiggle. The physician removed the broken driver tip from the patient and a new driver was used to complete the procedure successfully. The patients anatomy was thought to have thick bone causing resistance. There were no reported patient complications. The broken driver will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the during the superion indirect decompression system (ids) implant procedure, the driver tip broke off during deployment and application of the sagittal wiggle. The physician removed the broken driver tip from the patient and a new driver was used to complete the procedure successfully. The patient's anatomy was thought to have thick bone causing resistance. There were no reported patient complications. The broken driver will not be returned as it was discarded by the medical facility.